Event description:
The event involved a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap where it was reported that the junction of the spiro separated during infusion of an unspecified chemo. There was patient involvement, no adverse event/patient harm, and no delay in critical therapy.

Manufacturer narrative:
No product samples were returned for investigation, however, a photograph was returned confirming a ch3034 bag spike adapter with spiros that had the male luer separated at the bond to the female luer of the spiros. Without return of the affected sample a comprehensive investigation cannot be conducted and a probable cause of the separation cannot be determined. The device history report (DHR) for lot 10017891 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. Additional contact information: (B)(4).